Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 27.8 mmol/l (500 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked. The patient reported that it was blood in the cannula. As treatment, a new pod was applied.

Manufacturer narrative:
An 0x6a occlusion during runtime alarm was observed in the data. However, fluid was able to flow through the complete fluid path without any resistance. No occlusions were observed. No damages or defects were found during the investigation that would have caused the observed hazard alarm. The cause of the observed 0x6a hazard alarm could not be determined. Inspection of the fluid path found no evidence of a blood blockage that could have contributed to the reported cannula obstruction. No damages were observed on the needle tip under magnification to cause the reported bleeding/bruising event. No blood was observed on the pod or adhesive pad.